Event description:
Patient was revised to address tibial loosening and subsidence. It was reported that the patient had sepsis in his gallbladder, along with heart complications.

Manufacturer narrative:
The product associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the root cause of the reported tibia subsidence and device loosening. It is unknown if the reported patient health complications were contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.